Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap/ roux en y gastric bypass procedure. The device was fired and the anterior wall separated without any apparent staple deployment. The posterior wall was inspected and there were staples and the anastamosis appeared to be intact. It seems that there were 3 rows without any staples in the cartridge. The surgeon manually sewed the tissue closed to fix the problem. No patient injury.